Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. The root cause of the delivery issue was patient condition related due to difficult patient anatomy.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella 5.5 insertion was aborted due to the patient¿s anatomy.